Manufacturer narrative:
Additional information has been requested; however, not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6) 2016, in order to remove the abutment and irrigate the wound. Following the procedure, topical antibiotics were applied to the suture site. This report is submitted january 18, 2017.